Event description:
It was reported during central processing, the maryland bipolar forceps had a broken cable. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have a frayed grip cable at the yaw pulley. Additionally, the instrument was found to have damage on the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed near the insulation damage. Also, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.